Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) alarm situation check supply line, this situation occurred during use. The technical service representative (tsr) assisted the home patient (hp) to turn the supply bag over and be sure that the frangible was broken and the clamp was open. The alarm reoccurred so the tsr advised the hp to start over with new supplies. (B)(4) contacted the patient on (B)(6) 2010. The patient stated the following: nothing was noticed with the supplies and using new supplies resolved the alarm. The sample was discarded and the lot number was h10g23013. A companion sample was available and requested. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was performed on the associated lot (h10g23013) with no issues noted. Original sample was discarded, however a companion sample was returned to baxter for complaint investigation. During visual inspection, it was noticed that the red heater line clamp was broken. This complaint was not confirmed in the lab. The cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The companion sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.